Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging lips been drying to where chunks of skin comes off, dry mouth. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging lips been drying to where chunks of skin comes off, dry mouth. It was also alleged strange odor and filters are dirty. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jun 06 , 2024 and section h10 should be reported as: tthe manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging lips been drying to where chunks of skin comes off, dry mouth. It was also alleged strange odor and filters are dirty. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Observed dust/dirt contamination. The manufacturer concludes that they could not confirm the customer's allegation and unable to directly address the alleged symptoms there was visible foam degradation and unit is scrapped due to age. In this report, sections d9, g3, h3, and h6 have been updated or corrected.